Event description:
Meter name: ot ultra. Strip name: ultra. Meter code: unknown strip code: unknown. Strip storage: unknown. Symptoms: extremely thirsty, perspiring profusely. A patient reported they were unable to test on their meter. Their meter allegedly had no power. Their was no result on their meter. The result on the back-up meter was 477 mg/dl. Their was no comparison. Treatment was that patient increased insulin. No further information has been reported.